Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes were missing a product. No report of medical intervention or serious injury.